Event description:
It was reported that, "the pt underwent hip replacement surgery in 2007." It was further reported that, "after implantation, pt's device became loose and caused pain. It was further reported that, "as a result, the pt has experienced constant irritation, and discomfort in the location of the hip."

Manufacturer narrative:
No add'l info is available at this time. The devices are not available due to the ongoing litigation.